Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an unspecified quantity of one-link non-dehp standard bore catheter extension sets were bent. This was observed when the devices were in the packaging. There was no patient involvement. No additional information is available.